Event description:
The handpiece was returned to the manufacturer loaner team, and during the evaluation the device changed direction on its own. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition was confirmed. Based on the investigation details, the likely cause was a failed e-box motor controller.